Event description:
It was reported that this device was returned for the reason of the device stopped cycling during patient care. Patient was involved but there was no patient harm/injury reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was working properly. There was no known cause of the reported issue, and no further action was taken.